Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The hcp reported that patient's personal therapy manager (ptm) stalls at 90% during use and would not progress further. The hcp stated they had already cleared the cache, but the issue persisted. Problem had been ongoing for an extended period of time. The hcp requested to replace both the ptm and communicator due to continued malfunction and clarified handset unresponsive and communicator won't communicate with pump. Technical services assisted hcp with initiating replacement process for the ptm and communicator. Confirmed order had been processed for replacement devices.

Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial#: unknown, product type: accessory. Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.